Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# va0clpv, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a pocket infection and her system was removed. The doctor thought it was because he let a resident close the pocket. Perioperative antibiotics were administered and it was unknown when the infection began or was diagnosed. The patient did not have meningitis and no culture was taken. The signsand symptoms of the infection were unknown. Antibiotics were also administered after the system was successfully removed. The patient resolution was not known.